Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the 1.5:1 dermacarrier cut the skin graft expansion poorly. The skin graft was not regular, therefore, not at the size needed. There was no patient harm or procedure delay reported. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b2, b4, b5, e1, e3, d10, g3, g6, h1, h2, h6, h10, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery othe 1.5:1 dermacarriers (2) cut the skin graft expansion poorly. The skin graft was not regular, therefore, not at the size needed. An additional graft was required from the patient. There was an extended time of surgery of 20 to 30 minutes, multiple graft handling, loss of graft quality and requiring an unplanned additional skin graft. Diligence is complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The angle measurements of the carriers were approximately 18°59¿ when measured with optical comparator, remeasured 2x. Acceptable range is 19°55¿±1°, therefore measurement is within specification. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.